Event description:
It was reported that during this patient's reposition procedure of the right ventricular (rv) lead due to a suspected pacing failure/dislodgement, it was determined that there was blood inside the right atrial (ra) lead due to an insulation breach. This issue did not cause major problems, the amplitude and impedance measurements were adequate. Although, the capture threshold was unstable. Subsequently, this ra lead was explanted and replaced with a new lead, and the revision procedure was successfully completed. In addition, the ra lead connector part was damaged during the procedure. This ra lead was returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. This lead was returned severed, in two segments, approximately 50 millimeters from the terminal end. The total length of the fragments is approximately 450 millimeters, a midbody portion of the lead may be missing. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies, other than induced damage from normal use. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during this patient's reposition procedure of the right ventricular (rv) lead due to a suspected pacing failure/dislodgement, it was determined that there was blood inside the right atrial (ra) lead due to an insulation breach. This issue did not cause major problems, the amplitude and impedance measurements were adequate. Although, the capture threshold was unstable. Subsequently, this ra lead was explanted and replaced with a new lead, and the revision procedure was successfully completed. In addition, the ra lead connector part was damaged during the procedure. This ra lead was returned for analysis and no additional adverse patient effects were reported.